Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was emitting beeping tones. Guidant received additional information that the chronic transvenous defibrillation lead exhibited an out-of-range shocking lead impedance measurement. The lead was explanted and replaced with a new guidant defibrillation lead. The explanted lead was returned to guidant for analysis.